Manufacturer narrative:
Additional information was received that the patient's infection was completely cleared.

Event description:
A report was received that the patient developed an infection at the pocket site. Symptoms were discomfort and little redness at the pocket site. The patient was treated with antibiotics. The patient underwent revision procedure wherein the ipg was explanted. No device malfunction was suspected. The physician believed that the infection was not device and procedure related.

Manufacturer narrative:
UDI= (B)(4). The explanted device was not returned to bsn as it was kept by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient developed an infection at the pocket site. Symptoms were discomfort and little redness at the pocket site. The patient was treated with antibiotics. The patient underwent revision procedure wherein the ipg was explanted. No device malfunction was suspected. The physician believed that the infection was not device and procedure related.

Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patient developed an infection at the pocket site. Symptoms were discomfort and little redness at the pocket site. The patient was treated with antibiotics. The patient underwent revision procedure wherein the ipg was explanted. No device malfunction was suspected. The physician believed that the infection was not device and procedure related.